Manufacturer narrative:
Examination was not possible, as the prod was not returned. The investigation was limited to the info provided, as the part and lot # required to review the device history records and complaint database were not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Please see attached medwatch: pt was having a left femoral neck fracture repair. After that procedure, the pt was being moved from the gurney, and it was noticed that there was an obvious supracondylar femur fracture. The pt was returned to the or table to repair the knee. The most proximal of screw holes was not filled and while drilling for that hole, the drill bit broke off in the proximal locking hole itself. Not willing to take a chance of pushing the drill fragment into the soft tissues medially, the drill bit was left in place.